Manufacturer narrative:
Additional information: d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic video-assisted thoracic surgery (vats) lobectomy, during pulmonary parenchyma, the stapler fired, but the handle made a cracking sound and the blue 60mm load stopped after firing two centimeters at the beginning of the staple line. The anvil was also bent curved. The surgeon changed the reload to another blue load, compressed the tissue and fired again, but the same issue occurred. The surgeon switched to a green 60mm load, but it also stopped firing after two centimeters and had a bent anvil. The handle was changed and a new green 60mm reload was used with it, but the issue occurred once more. The surgeon finally made a conversion to open procedure and finished the procedure with thoracic-abdominal staplers. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#p3k1152); 030458, 030458 endo gia r/or 60 3.5mm (lot#t2k071x); 030458, 030458 endo gia r/or 60 3.5mm (lot#t2k071x); 030459, 030459 endo gia r/or 60 4.8mm (lot#t2l066x); 030459, 030459 endo gia r/or 60 4.8mm (lot#t2l066x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that a loading unit was attached to the instrument. The instrument firing knobs were slightly advanced. The articulation lever was in neutral position. Functional testing found that the retraction knobs were retracted. The listed loading unit was removed from the instrument. The instrument was successfully loaded with a loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that the instrument made a strange noise and partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.